Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), fatigue ("fatigue") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, fatigue and back pain outcome was unknown. The reporter considered abdominal distension, back pain, fatigue, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic spasms") and genital haemorrhage ("irregular bleeding/ abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. C03090) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 440 lbs. Pregnancy test: negative. Concurrent conditions included obesity, asthma, irritable bowel, diverticular disease, gastroesophageal reflux disease, depression, anxiety and bipolar disorder. Concomitant products included cyclobenzaprine hydrochloride since 2013, dicycloverine hydrochloride (dicyclomine hydrochloride) since (B)(6) 2013, etonogestrel (implanon) since 2014 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. In 2014, the patient experienced cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)") and urinary tract infection ("infection (urinary tract)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), back pain ("lower back pain"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/long and heavy periods") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, back pain, menorrhagia, dysmenorrhoea, dyspareunia, migraine and arthralgia had resolved, the genital haemorrhage, fatigue, vaginal haemorrhage, nausea, weight increased, headache, cystitis, vaginal infection, urinary tract infection and abdominal pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: left 0 coil, right 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 78.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of product technical complaint. Event "pelvic spasm" deleted as it has already been clubbed with the event of "pelvic pain". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic spasms") and genital haemorrhage ("irregular bleeding/ abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. C03090) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 440 lbs. Pregnancy test: negative. Concurrent conditions included obesity, asthma, irritable bowel, diverticular disease, gastroesophageal reflux disease, depression, anxiety and bipolar disorder. Concomitant products included cyclobenzaprine hydrochloride since 2013, dicycloverine hydrochloride (dicyclomine hydrochloride) since (B)(6) 2013, etonogestrel (implanon) since 2014 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. In 2014, the patient experienced cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)") and urinary tract infection ("infection (urinary tract)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), back pain ("lower back pain"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/long and heavy periods"), arthralgia ("joint pain") and muscle spasms ("pelvic spasm"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, back pain, menorrhagia, dysmenorrhoea, dyspareunia, migraine, arthralgia and muscle spasms had resolved, the genital haemorrhage, fatigue, vaginal haemorrhage, nausea, weight increased, headache, cystitis, vaginal infection, urinary tract infection and abdominal pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: left 0 coil, right 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 78.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 19-nov-2018: reporters added and patient demographic added. Medical history and laboratory data and concomitant drugs were added. Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: both, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, hair loss, joint pain ,pelvic spasm and abdominal area pain. Updated and added onset dates of events, and event outcomes. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.